Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 331 mg/dl at the time of incident. The current blood glucose was 269 mg/dl. Customer treated with bolus. Customer stated that there was no leak and air bubble. Customer alleging the insulin pump because customer had issue with blood glucose level. The product will return for the analysis.